Event description:
Patient was at physical therapy at the clinic when the exercise ball he was working on burst. Ball can support up to 600 pounds. He fell backwards and struck his head on the table. He has a posterior scalp laceration. Pressure was applied. Patient denies any loss of consciousness. Patient denies any neck or back tenderness. He is in physical therapy related to a fall from a 7 ft ladder three months prior. He was transported via ambulance to emergency department for repair of head laceration. CT cervical spine: no cervical vertebral body fracture detected. Head CT: occipital posttraumatic extracranial soft tissue swelling with evidence for acute thin parafalcine subdural hematoma.